Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing a new pain at the ipg site caused by an injection administered by the physician on the said site. Reprogramming was performed, however, unsuccessful. The patient was given injections around the site.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 5159698 / 7043243.

Event description:
It was reported that the patient was experiencing a new pain at the ipg site caused by an injection administered by the physician on the said site. Reprogramming was performed, however, unsuccessful. The patient was given injections around the site. Additional information was received that the patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted ipg and leads were discarded by the medical facility.